Event description:
According to the reporter, during a laparoscopic sigmoidectomy, before being inserted into the anus the stapler was dropped from a height of about 1 meter to the floor, but it was used as it does not look broken. The anastomosis operation was not affected and the donut ring was not damaged, but a leak test and endoscopy confirmed that there was a hole of about 3 mm in the ventral intestine, so it was decided to resection and anastomosis. The side intestine was resected with a laparoscopic stapler and the re-anastomosis was performed with another circular stapler. There was no leak the second time and the procedure was completed without any problems. The surgical time was extended by 50 minutes due to the issue. The specimen from the leaking area was removed and checked with the doctor, and it was confirmed that some of the staples in the circular part were not attached, and that the bent staples had fallen out into the intestinal lumen. When the additional resection was performed not for retrieval but for re-anastomosis, the staples were found in the intestinal tract that was additionally resected, they were located near the staple line.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The shell was damaged and cracked. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. It was reported that staple line was complete and had air leak, and there was also a staple formation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the instrument was mishandled during clinical application. It was also reported that the component was disengaged and there was sterility questioned. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.